Event description:
It was reported that the stenoscope system had a blown fuse with smoke coming out. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering handle, interconnect cable, and the surge resistor in the generator were replaced during the service call. The system was tested and found to be working as intended and put back into service.